Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. Follow-up report will be submitted once the product investigation has been completed. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th, 2021 (international recall #211014).

Event description:
The oticon medical representative reported : "a patient will be explanted and reimplanted on (B)(6) 2023 by dr (B)(6)". At this stage, the customer reported that the explantation and reimplantation has not yet taken place. The reasons motivating the explantation of the device were not communicated.the product type and serial number have not been provided at this stage.